Event description:
It was reported that the patient visited the hospital with hyperglycemia. The patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl). The personal diabetes manager (pdm) alerted a communication error while the patient was attempting to activate a pod. The patient was unable to connect a new pod. The diabetes nurse injected the patient with 14 units of lyumjev and 6.5 units of novorapid to stabilize the patient's bg levels. The patient temporarily switched to pens for continued diabetes treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.